Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned ram dump data from may 12, 2017 have been analyzed. The data documented that the eos status was activated on may 12, 2017 at 00:00 am. Based on the information available for analysis, the root cause of this observation was not determinable. For a root cause investigation an analysis of the ICD itself would be necessary. Should the device become available for analysis, this investigation will be updated.

Event description:
This device had 2% battery last night and over night the device went to eos.